Manufacturer narrative:
The doctor reported that the likely cause of the event is contact lens misuse. Based on the available information, user related factors may have caused or contributed to this event.

Event description:
A consumer reported they may have scratched their eye when the lens was removed. The consumer visited the doctor with symptoms of cloudy vision, swelling, pain and burning in the right eye. The doctor reported that the patient is a non-compliant contact lens wearer who often sleeps in lenses for weeks at a time. The patient was diagnosed with a centrally located corneal ulcer. Cultures showed pseudomonas bacteria. The patient was treated with fortified cefazolin 50mg, and tobramycin 15mg eye drops for one month and has recovered.